Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found the camera cable kinks and dents which occurred the sandstorm image. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report sorc which said the reported phenomenon was duplicated and the camera cable kinks and dents were found, omsc surmised there was the possibility this phenomenon was attributed to the camera cable failure due to the user applying a force such as twisting to the camera cable of the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found that the image of the subject device was not displayed but was the sandstorm image during the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.